Event description:
Boston scientific received information that this this left ventricular (lv) lead exhibited loss of capture. The physician attempted to reposition the lead, however, he could not obtain acceptable capture. No adverse patient effects were noted.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.